Event description:
On 5/20/97 the technician detected a burnt smell coming out of the autopheresis-c system hardware equipment. The equipment was plugged in but not in use at the time. There was no donor on the machine. The technician noticed that there was a message displayed: plug in power cord. Shortly after that, the display became non-functional. The equipment was placed out of service. The equipment was requested to be sent back to baxter for analysis. Serial number: s10039k. This report was originally submitted with mfg. Report number: 1044038-1997-004, complaint number: usbf970612012-0001. A new complaint number was assigned, the new complaint number is: usbf970701001-0001.